Manufacturer narrative:
E1: name: medtronic minimed,country: united states of america,address ¿ line 1: 18000 devonshire street,city: northridge,state: california,zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
In saudi arabia, patient reported infusion set's fell off event during use on (B)(6) 2026.